Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer's insulin pump had numbers that were ramping. The customer stated that the scroll bar was moving up and down without any input. Advised that a replacement insulin pump would be sent. Asked customer to return the insulin pump for analysis. The customer's blood glucose was 170 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.